Manufacturer narrative:
Complaint is confirmed. Performed product testing on returned meter. Meter is unlocked to mmol/l. Connected meter to pc, and downloaded glucose log, error log, and calibration parameters. Readings with an 18 cal code were not found in glucose log. There were no errors identified in the meter internal log. E3 errors with low battery icon were observed. Calibration parameters were not within specification. Memory overwrite was observed. Meter is inoperable. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
Customer reported experiencing an error 3 when inserting a test strip into their freestyle blood glucose monitoring system. When the meter was returned for product testing, it was discovered that, the meter had a changeable unit of measurement setting. There was no report of death, serious injury, or treatment associated with this event.